Manufacturer narrative:
D4: UDI: (B)(4). B3: the date provided is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 202760 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot: 202760, test base part number 195-430h/lot: 198006. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 202760 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text: single use; device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on an unknown date. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on an unknown date. Repeat testing was performed three (3) times on an unknown date, generating one (1) negative result and two (2) positive results. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on an unknown date. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on an unknown date. Repeat testing was performed three (3) times on an unknown date, generating one (1) negative result and two (2) positive results. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI:(B)(4). B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.